Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a sales representative via (B)(4) that the metal spray component of the ar-200sp came off and would not reattach. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during use.